Event description:
It was reported that pump displayed malfunction alarm identified as malf 9, with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, was given pump reset instructions, successfully reset pump, confirmed malfunction did not recur, and was advised to continue using pump and call back if any future malfunction alarms appeared.